Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-10214. It was reported that stent dislodgement occurred. The target lesion was located in the proximal saphenous vein. After a 4.00x38mm promus premier" stent was deployed, the physician attempted to retrieve the balloon into the guide; however, it was noted that the balloon was unable to rewrap correctly and there was a lot of wasting. The device got caught up on the guide and had to pull the whole system out. Subsequently, the physician rewired the artery and attempted to advance a 4.00 x 16 synergy ii drug-eluting stent but failed to cross the previously implanted stent. There was a lot of force applied and when the physician tried to retrieve the synergy" stent all the way through up to the groin, the stent got dislodged in the groin. The physician was then able to retrieve the stent through the arteriotomy of the femoral artery with a hemostats and a mini cut down that was right at the mouth of the whole artery. No patient complications were reported and the patient's status was fine.